Event description:
During a visit at (B)(6), the physician reported that sometimes extubation of the catheter is quite hard. After intubation, the pt's nasal mucose gets heavily swollen, so that it is impossible to remove the catheter without giving the pt painkillers as well as decongestant gel and nasal spray. During removal of the catheter, the pt's often get heavy nose bleeding. Furthermore, the catheter became broken 2 times after extubation.